Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01501. It was reported the patient experienced a headache and leakage from the lead site shortly after the trial leads were removed. And as a result, the patient presented to the ER; a cerebrospinal fluid leakage due to a dural puncture was observed. Follow-up identified a blood patch was not performed. However, the patient was admitted to the hospital and placed in a supine position for 24hrs in addition, administered IV fluids as intervention. Subsequently, the patient was discharged on (B)(6) 2014. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.